Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an extrusion of the electrode lead into the external auditory canal. The patient has not been re-implanted with a new device as of this report on (B)(6) 2025.